Event description:
It was reported that patient underwent shoulder arthroscopy procedure in 2005. During surgery, tip section of drill bit fractured. The fragment was retrieved and no patient injury was reported.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. No further complications have been reported. The user facility is outside of the united states. No medwatch report was received. No user facility information is available.